Event description:
During a remote follow-up, episodes of loss of capture were observed on the device. Technical support was contacted regarding the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the loss of capture was due to functional loss of capture. There is no malfunction alleged against the device. The patient is not pace maker dependent and did not experience any adverse consequences due to this event.